Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - device not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -08.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted, the lens was explanted and exchanged for a smaller length lens with a similar diopter on (B)(6) 2015. This resolved the problem. Last office visit on (B)(6) 2015 bcva: 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn and the optic torn. No other adverse events were reported outside of the lens exchange. (B)(4).